Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 55 mm abdominal aortic aneurysm. It was reported that during the index procedure, endoleak type iiib on the left limb was noted during final angiogram. The event was treated with an endurant limb implanted to reline the first limb. As per the physician, cause of the event was a hole in the device etlw1616c124ee. No additional clinical sequelae were reported and the patient is fine.